Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that at 12:25 pm on (B)(6) 2024, ds called to report an incident that allegedly involved the following product or device: a bed. Ds reported that the following occurred at 10:00 pm on (B)(6) 2024: the staff reported that the bed started shooting sparks and smoking from underneath last night last night. They unplugged it and took it out of use. The resident was in the room, but not in the bed. He looked under the bed and he couldn't find any burn marks on any of the components. He plugged it into the same outlet and one in his shop and nothing works on the bed in either outlet. He tried a new pendant and that did not help. He plugged another bed into the same outlet in the resident's room and that bed works fine. There were no injuries according to ds. The product has been taken out of use. When asked about an ideal outcome, ds said: he said the bed frame is fine, but all the electronics on the bed should be replaced. He can install all of those components himself. Complaint #(B)(4) and ra #(B)(4) were entered into our system to have the unit returned for investigation. As of this writing, the unit has not been returned.